Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female was undergoing primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis and the physician realized that the left prosthesis leaking during the procedure. The device was replaced with another mentor smooth round high profile 500cc saline prosthesis before a prosthesis contacted the patient¿s left side.